Event description:
The customer reported there are a couple broken clips on the top platform of the stand. No patient involvement. The remote service engineer (rse) advised to replace the top platform. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/27/2022, 07/25/2022 and 08/13/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.